Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6) ); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: sfw kit 9735736 stealth s8 ent EU-sc h3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that during the case the surgeon reported the registration verification was inaccurate. The representative reported the surgeon included tracing the teeth in the registration. The representative walked the surgeon through recommended tracing techniques, added 3 point touch and touch points. The accuracy was 2mm but the surgeon still reported registration verification was inaccurate and aborted the use of the system. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
H3, h6) a software analysis was performed. Logs captured two sessions on the date of issue, site used "stdfess" and performed registration with an error metric of 2.2mm. Apart from that, the information provided was insufficient to determine whether a software anomaly contributed to the reported behavior. Previously reported code, d15, is applicable as well as newly reported codes, b01 and c19. H2) correction: the system was serviced in the field and the system performed as intended, no faults were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.